Event description:
A resident surgeon reported that the phacoemulsification tip occluded during a cataract procedure. The procedure was completed after replacing the tip with another tip and there was no harm to the patient. A product sample was not retained. No additional information is expected.

Manufacturer narrative:
For this complaint file, the final customer lot was identified. For this final lot, (B)(4) component phaco lots, manufactured in december 2014 and january 2015, were used to make up the final lot. A device history record review for each of the (B)(4) lots was conducted. According to the device history record reviews, four lots were reprocessed for an anomaly that did not contribute to the customer complaint. No anomaly was found during the device history record review of three phaco lots. All lots were released based on manufacturer¿s acceptance criteria. No additional investigation is required based on device history review. A complaint history examination indicates (B)(4) complaints from the same customer were associated with the phaco component lots. No phaco tip was returned. Because a sample was not returned and the lot information indicates the product was released based on manufacturer¿s acceptance criteria, the root cause for the customer complaint issue cannot be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).